Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation events. Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor in accordance zoll manufacturing recommendations. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Belt sn (B)(4) has been returned to the distributor, evaluation of the electrode belt is currently underway. Based on the downloaded software flags, there is no indication of an equipment malfunction contributing to the inappropriate treatment event. Device manufacturer date: monitor sn (B)(4) - 04/29/2014; belt sn (B)(4) - 05/28/2015. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion. Poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4) trial.

Event description:
A u.s. Distributor contacted zoll to report that a patient experienced an inappropriate treatment event. Motion artifact contributed to the false detection. The patient was conscious; however, the response buttons were not pressed until after the treatment event. The patient was taken to a medical facility for evaluation. The patient continues to wear the lifevest.